Event description:
It was found that the tread tracks were coming out of the belt due to a broken roller potentially causing the chair to be unstable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.